Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the electrical circuit board. The exact cause of the failure of the electrical circuit board could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the power of the subject device turned off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.